Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A piece of the posterior foot was found separated during evaluation of the returned device. The location of the detached foot piece is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The needle to cuff miss was confirmed as a material separation of the foot. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and noted material separation appears to be related to circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the needle striking the foot causing the separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.